Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No pump error 63 or audio or vibrate or absence of alarm anomalies noted during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, scratched case and cracked keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no sound. Customer states that they did not hear the low alerts. . They did not hear beeps when the audio volume settings were saved. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.